Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D4: updated lot number. D11: updated concomitant products. H3, h6: investigation summary. Investigation flow: damage/device interaction. Visual inspection: the 3.2 mm guide wire 400 mm (p/n: (B)(4), lot #: 35p0083, quantity #: 1) was returned and received at us cq. Upon visual inspection, it was observed that the device was received bent. No other issues were identified with the returned device. Functional test: functional test cannot be performed as the device was received by itself but the bent condition might be the reason for the device misalignment. The device failure/defect was identified. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was confirmed. The device received was bent. Hence confirming the allegation. Investigation conclusion: this complaint was confirmed for the returned device 3.2 mm guide wire 400 mm (p/n: (B)(4), lot #: 35p0083). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document /specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number : 357.399. Lot number: 35p0083. Part manufacture date: jan 08, 2020. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The devices history record show this lot of guidewire dia 3.2 l400 product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. This complaint involves eight (8) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, that during an unknown procedure, at the time of the reconstruction technique, the guide wire went outside the femoral head and then the nail was slightly removed. The protection sleeve was placed again with the drill sleeve to carry out the insertion of the guide wire again. It happened that this collided with the nail and did not pass. The surgeon performed a maneuver with a tissue protection sheath so the guide wire could be placed in the femoral head. It was also noted that the flexible shaft tip was deteriorated and did not grip the milling heads well. This complaint involves four (4) devices. This report is for one (1) 3.2mm guide wire 400mm. This is report 3 of 4 for (B)(4).